Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a removal surgery of physiomesh to remedy failure of the implant as the mesh had disconnected and torn, leaving fragmentation of the mesh into surrounding tissue. The patient was subsequently implanted with another mesh to fix the umbilical hernia. That mesh remains in the patient. The patient has experienced and continues to experience pain in lower part of her stomach, sores on her stomach, blisters, stinging sensation around the area of surgery, and removal of her naval. The patient has suffered recurrent hernia, perforation of tissue and/or organs, adherence to tissue/organs, infection, nerve damage, subsequent, surgeries, and other complications. The patient has suffered severe injuries and emotional distress. Patient has also endured mental anguish and psychological trauma of living with the defective product implanted. Medical history: laparoscopic ventral umbilical hernia repair with ethicon physiomesh (lot hm8gcgbo) in (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a removal surgery of physiomesh to remedy failure of the implant as the mesh had disconnected and torn, leaving fragmentation of the mesh into surrounding tissue. The patient was subsequently implanted with another mesh to fix the umbilical hernia. That mesh remains in the patient. The patient has experienced and continues to experience pain in lower part of her stomach, sores on her stomach, blisters, stinging sensation around the area of surgery, and removal of her naval. The patient has suffered recurrent hernia, perforation of tissue and/or organs, adherence to tissue/organs, infection, nerve damage, subsequent, surgeries, and other complications. The patient has suffered severe injuries and emotional distress. Patient has also endured mental anguish and psychological trauma of living with the defective product implanted. The patient expired during pendency of the legal action. Medical history: laparoscopic ventral umbilical hernia repair with ethicon physiomesh (lot hm8gcgbo) in (B)(6) 2014.